Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was talking on the phone on her porch when she suddenly passed out. She lost consciousness for 38 minutes and her neighbor called emergency medical services (ems). Upon paramedic arrival the patient was seizing violently. The bg finger stick value was 24 mg/dl and no cgm value was specified. Paramedics 'resuscitated' her twice which the patient described as treatment with two pushes of d50 (50% dextrose). After regaining consciousness, her bg level increased and she declined transport to the hospital. A couple of days after the event her cognition had returned to normal, and she felt fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.